Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages with multiple cartridges. In addition, it was reported that the pump was dropped and the touchscreen is now shattered. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (329 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they have a back up pump for continued insulin therapy.